Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address appearance of infection. The cultures came back negative for infection; however, the pt's glenoid component was found to be loose.